Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2019. There are plans to reimplant the patient with a new device; however has yet to occur as of the date of this report.